Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge detection notifications occurred during the load process. Reportedly, for the past notifications, the user did not remember their blood glucose (bg) level. However, for the most recent notifications, the user's bg level was 139 mg/dl. The user successfully cleared the notifications and completed the load process. The user reported that the pump would continue to be used for insulin therapy.